Manufacturer narrative:
Investigation is on going.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited long time to therapy during implant defibrillation threshold (dft) testing. There was also unsuccessful conversion at 65j which means that patient does not have minimum 15j safety margin per labeling. The field representative thought the device positioning was too high however the physician disagreed. The device was successfully implanted and programmed to the secondary sensing vector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited long time to therapy during implant defibrillation threshold (dft) testing. There was also unsuccessful conversion at 65j which means that patient does not have minimum 15j safety margin per labeling. The field representative thought the device positioning was too high however the physician disagreed. The device was successfully implanted and programmed to the secondary sensing vector. No adverse patient effects were reported.